Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse delivers below lower limit) has been confirmed. Upon investigation the monitor could not run detect and treat testing and failed pulse testing. The cause for failure was tin pin oxidation on j1002 and j1003. Monitor sn (B)(4) was removed from service due to pulse error caused by tin pin oxidation. There was no death or adverse event associated with the monitor malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor delivers pulse below the lower limit.